Manufacturer narrative:
We are unable to determine which .35mm contain sheet implant was used. Lot number information was not provided by the doctor to allow for review of device history records. Device not returned.

Event description:
The doctor stated that the patient had failure of a previously placed dental implant in the anterior mandible. The doctor stated that on (B)(6) 2010 the failed implant was removed and the site grafted with a layer of infuse bmp/acs, covered with a regene form block of bone, another layer of infuse, a .35mm medpor contain implant tacked into place facially and lingually with an overlying layer of infuse over the contain implant before achieving primary soft tissue closure. The doctor observed postoperatively exposure of the medpor contain implant on the crestal portion of the bone graft. The doctor opened the site for dental implant placement, trimmed and removed a portion of the contain implant.